Manufacturer narrative:
Concomitant products: product ID 37754, serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer, patient; product ID 8591-38, lot # d13675, implanted: (B)(6) 2012, product type accessory; product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 355531, lot # n316867, implanted: (B)(6) 2012, product type screening device. (B)(4).

Event description:
It was reported that a patient wanted to set up programming with a manufacturer¿s representative for over a year because he wanted to program turning stimulation on/off for day and night, and to ¿reposition the direction of the internal shocking and tweak it.¿ it was noted that the patient complained that his healthcare professional (hcp) was too far away. It was noted that the manufacturer¿s representative offered to come to the primary care hcp but the patient didn¿t think the hcp would do that. It was stated that a manufacturer¿s representative met the patient at a different pain hcp and the hcp ¿was not okay with it.¿ it was noted that the manufacturer¿s representative was made aware of the desire for programming a year ago.